Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024 2024, the patient underwent unknown surgery with fns implant for femoral neck fracture. On march 26, our sales rep heard from our agency that during the surgery, there was a trouble or a malfunction on surgical-related device. Our sales rep inspected, but no deficiency was discovered. The patient status reported as stable. No further information is available. This report is for one (1)unk - handles: trauma. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown trauma handle/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1:(B)(6). E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that following try in insertion of locking screw, insertion handle was not connected properly deeply to a protection sleeve, so, a drill bit was impossible to pass through the sleeve. Retry for approach as beforehand setting of anti-rotation screw was done, and the drill bit passed through the sleeve and screw insertion was success. This report is for an unknown insertion handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.